Event description:
The customer reported a clear fluid leak on the right side of the coulter lh 750 hematology analyzer while performing an instrument startup. The customer was unable to isolate the source of the leak. The leak appeared to be diluent and was contained within the instrument. The volume of the leak was unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face shield, and goggles. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) replaced the complete blood count lyse restrictor line which had a leaking end. The fse subsequently performed a shutdown, startup, latron, quality control assessment and reproducibility assessment and all were within specifications. The instrument was returned into operation after completion of repairs. The cause of the event was a worn complete blood count lyse restrictor line. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).